Manufacturer narrative:
Device received with no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. No frozen display noted. No buzzing and constant tone noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer stated that the insulin pump had button error and buttons were not responding. The customer also stated that the insulin pump had frozen display. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.